Event description:
When giving depo-provera (medroxyprogesterone) via im, there was a failure to deliver complete dose. Medication was injected halfway and then syringe/needle did not allow further administration. Unable to advance medication, plunger would not advance. This is the fourth known occurrence with this medication and needle. Another rn with similar event, that occurred last week, used a different type of needle. Medication batch #: 1mp24068. Exp: aug 2026. Needle: caina safety needle 23g x 1. Lot #: 89721040001. Exp: 03/31/2026.